Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted during a procedure on (B)(6) 2007. According to the complainant, the patient experienced complications, and had revisional surgeries including an interventional procedure on (B)(6) 2008 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.